Event description:
The customer reported the monitors would not work at boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and rebooted the system. The system operates as intended. No further repair info is available.